Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0284 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reey0284) have been reported from the same facility in (B)(4).

Event description:
It was reported the catheter ruptured during insertion. It was stated it was inside patient¿s vein. Patient required flebectomy to extract catheter fragment